Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. No issues were noted during preparation of the catheter and the guidewire was inserted successfully. However, following the first set of ablations of the catheter in basket and flower configurations, the guidewire became stuck in the guidewire lumen while the catheter was being deployed to the basket configuration. The system was removed. Inversion of the splines was noted. After manually fixing the inverted splines, the catheter was reinserted, and treatment of the next vein was completed. However, a stuck guidewire and spline inversion was noted again. The system was retrieved, and the spline was corrected again. The issue persisted again. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter is expected to be returned for analysis.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. No issues were noted during preparation of the catheter and the guidewire was inserted successfully. However, following the first set of ablations of the catheter in basket and flower configurations, the guidewire became stuck in the guidewire lumen while the catheter was being deployed to the basket configuration. The system was removed. Inversion of the splines was noted. After manually fixing the inverted splines, the catheter was reinserted, and treatment of the next vein was completed. However, a stuck guidewire and spline inversion was noted again. The system was retrieved, and the spline was corrected again. The issue persisted again. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device technical analysis: during product analysis the catheter could not be deployed due to a detachment of the guidewire lumen from the spline cage tip. Furthermore, microscopic examination revealed weld damage at the distal tip. And also, it was noted that one of the splines was still inverted. Based on the product analysis the ar code difficult to deploy and guidewire stuck were unable to confirm since the guidewire could not be fully inserted due to a detachment of the guidewire lumen.